Event description:
It was reported that during an unknown procedure the sterile packing was damaged.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022 additional information was requested and the following was obtained: there was a small tear in the tyvek of packaging. Hospital sent back device.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the er320 devices was returned inside it's original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. All ethicon product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.